Event description:
It was reported that on (B)(6) 2026, an unknown amplatzer amulet device was implanted using an unknown delivery system. Approximately one to two weeks after the implantation, the physician noted that the patient presented to the emergency department with symptoms of hypotension. The patient was advised to hold pradaxa (a noac- anticoagulant) and monitor symptoms. It was not specified whether a transthoracic echocardiogram was performed to assess for pericardial effusion. The pericardial effusion was managed by performing pericardiocentesis. The patient status is reported to be recovering.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, an unknown amplatzer amulet device was implanted using an unknown delivery system. No pericardial effusion was noted prior to the procedure. The transseptal puncture was performed at a mid-mid location. During the procedure, the patient was in sinus rhythm, and the left atrial pressure was reported to be greater than 12 mmhg. The patient¿s activated clotting time (act) was greater than 350, and heparin was administered. A wire was not placed in the left atrial appendage. The device was partially recaptured once, with no full recaptures into the delivery system. There were no difficulties noted during device implantation, including no multiple manipulations. Approximately one to two weeks after the implantation, the patient presented to the emergency department with symptoms of hypotension. The patient was advised to hold pradaxa and continue monitoring symptoms. The patient had been on oral anticoagulation (oac) prior to the procedure, and at the time the pericardial effusion was detected, the patient was taking oac and aspirin. It was not specified whether a transthoracic echocardiogram was performed to assess for pericardial effusion. A pericardial effusion was identified in the left ventricle, and the physician concluded that cardiac tamponade was present. The effusion was managed by performing pericardiocentesis. Protamine was administered as a reversal agent during or after the procedure. The user believes that an amulet device caused the pericardial effusion. The patient is reported to be recovering.

Manufacturer narrative:
An event of hypotension one - two weeks after the implantation, patient-device incompatibility and pericardial effusion with cardiac tamponade were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported event could not be determined. The reported hospitalization and unexpected medical intervention were the result of case-specific circumstances as the patient returned to the hospital and pericardiocentesis was performed. There is no indication of a product quality issue with regards to manufacture design or labeling. Codes removed: medical device problem code: 2993.